Event description:
Insulation on two separate arthrowands with same lot number became torn/melted during use. Devices were being used by surgeon during a knee arthroscopy. Surgeon noticed insulation tearing/melting and discontinued use. No injury/adverse medical event occurred.